Event description:
It was reported that from the beginning of the surgery, @ 8,175 joules, "fiberlife was active." The procedure was completed with a second fiber. "No damages to the patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-335b-(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild char. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.